Event description:
Pt pulled out the IV accidentally. The cannula tip was missing. The needle hub was the only component available. The original needle was a size 22 ga. Bd insyte autoguard. CT scans were done of the right upper extremity and thorax. They were within normal limits. The device was felt to be in the biceps region on ultrasound. Pt was taken to the operating room for surgical exploration of the right arm and axilla. The needle cannula was not found during surgical exploration.